Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 206 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap stickers and stripped battery cap coin slot.